Manufacturer narrative:
Product ID# 97712, sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functioning within specifications but has reduced capacity due to an overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that since they last spoke to the patient, they were still receiving shocking/jolting occasionally, which was very uncomfortable. The jolting has not been resolved at this time. They also stated that the cause of the jolting and frequent recharging is also unknown. The rep noted that the account was made aware and is looking at moving forward with a battery replacement. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was charging too often. The patient was charging daily and the ins was depleting in a couple hours. This was a change. There was no recent programming. The patient was walking the dog in (B)(6) and they pulled her hard. Therapy impedance check was completed, and the value was 387. Patient settings and recharge interval calculation was once a week. Therapy impedance was > 300 ohms. Recharge stats from physician programmer showed average coupling 8. The ins was turning off because of the ins depleting early. The ins recharger was not available at the time of the call. It was reviewed taking impedances in different positions. The first couple times showed 800-900s mostly with a couple 500s. The representative would review impedances. Possible revision will be discussed because of jolting at the ins pocket. The representative will meet with the patient at a later date and get recharge stats. The jolting was a sudden change in therapy/symptoms. There was a sensitive pocket site-normal constant sensation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received (B)(6) 2018. It was reported the patient was having the ins replaced (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's ins was dead and was being replaced next week. No further complications were reported.